Event description:
The customer stated that he dropped the insulin pump, and the bottom of the motor fell off. The reported blood glucose was 113 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk and missing drive support disk sticker.